Event description:
It was reported that during an unknown procedure, the instrument cut but the staples did not form a b-shape; it punctured the tissue. The case was completed with sutures and another device. No pt consequence.